Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states they were told by their rep that they would only have to charge every 9 days, however, they are having to charge their implant every day or twice a day. Patient states this has been happening for "a good month or more". Agent redirected patient to their healthcare provider (hcp) to further discuss their implant charge frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient restating charging issue. It wasn't long after they had the implant put in that they fell. They had it checked in the office and they were told that everything was okay. Every time they lay on their back the buzzing goes down their legs and this happens when they lay on their left side as well. They are going to set up another appointment with their hcp.